Manufacturer narrative:
(B)(4). The device was returned for evaluation; however, it has not yet been completed. Once the evaluation is complete, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). Device evaluation: the reported malfunction of "not infusing" was not confirmed and not reproduced. The root cause was not confirmed and there were no repairs made to fix the problem. Additional information: a service history review revealed no previous service events were related to the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility representative reported an infusor pump with a condition of "not infusing." The process step is unknown. There was no patient injury or medical intervention necessary according to the hospital representative. No patient involvement was reported. No additional information is available.